Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue, and a vyaire field service representative (fsr) evaluated the device on-site, replaced the o2 cell, and while doing blending accuracy 02 results within specifications, the unit is performing properly at this moment with no low fio2 errors. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator is having a low fraction of inspired oxygen (fio2) alarm. The customer confirmed that there is no patient associated with this reported event.